Manufacturer narrative:
H.6. Investigation: investigation summary: instrument sedi 40 17-42042 was returned to the manufacturer for service with respect to the reported defect ¿ poor mixing. Investigation conclusion: instrument sedi 40 17-42042 was returned to the manufacturer for service with respect to the reported defect ¿ poor mixing. Root cause description: the cause of the malfunction was identified as the mixer was malfunctioning and the reason appeared to be associated with the eprom controlling the mixer. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that malfunction occurred during use with a sedi-40 instr. The following information was provided by the initial reporter, "when switching on and processing samples, it was noticed that the sedi 40 does not mix the samples correctly. The instrument was restarted 3 times."

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that malfunction occurred during use with a sedi-40 instr. The following information was provided by the initial reporter, "when switching on and processing samples, it was noticed that the sedi 40 does not mix the samples correctly. The instrument was restarted 3 times."